Event description:
Rptr had bilateral fibrocystdisease. She had a subcutaneous mastectomy with insertion of these implants on 1/29/81. On 3/30/81, the left implant was removed. She had an incision and drainage. Sudden gush of hematoma extruded causing a little rupture of the implant. In addition rptr complains of the following: fibrocystic breasts, chronic inflammation/foreign giant cell granuloma, lipoma breast: deformities, discomfort, pain, multiple operations, capsular contractures, hematomas, bruising, discoloration, severe pain, adhesions, swelling, asymmetry, implant folds, excessive bleeding, implant wrinkles, incorrect size of implants, asymmetry, malposition of implants, visible wrinkles of implants, sloshing noises from implants, closed capsulotomies 3/16/81, 3/30/81, 1/29/82 - unsuccessful, 3/2/82 - unsuccessful, arm and shoulder discomfort, chest pain (probably gi or musculoskeletal, tmj, apical systolic murmur, breast masses, back pain and hematuria, chronic arthritic symptoms in neck, back, chest, arms, swollen lymph nodes in neck, sinusitis, right lung pain, implant ruptures, neurofibromas, joint swelling, pain and stiffness, muscle fatigue, hardening of skin around implant, swelling of fingers and hands, unexplained rashes, breast tenderness, fatigue, general aching and stiffness, hair loss, and coldness and pain of extremities, raynauds, fibromyalgia and non-specific auto-immune condition. (Also see 1003784-1003787.)